Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: part number: 312.080, lot number: 21777p6, manufacturing site: haegendorf, release to warehouse date: 2nd october 2024, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spring from the drillsl 8.5/2.8 which is responsible for holding the position in the protection sleeve got stretched/deformed by use. No fell apart was identified as the spring was connected to the sleeve. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the drillsl 8.5/2.8 was not performed due to post manufacturing damage. A functional test was unable to performed due to mating device was not received, however, as the spring got stretched/deformed, the function is no longer given, since the drill sleeve can no longer fully inserted into the safety sleeve. The overall complaint was confirmed as the observed condition of the drillsl 8.5/2.8 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on (B)(6) 2025, the drill sleeve was prepared for the surgery scheduled on next day. However, a deflection of the spring inside of the drill sleeve was confirmed. The surgery was completed successfully with no delay. No further information is available.